Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient's spouse that the patient's personal diabetes manager (pdm) underwent a factory reset during the night, causing the pod to stop delivering insulin. As a result, the patient required a visit to the emergency room (ER). Additional information regarding the incident was solicited but the patient's spouse refused to provide. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted. At the time of reporting, the patient was still hospitalized.